Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was over delivering insulin. The customer¿s blood glucose level was 288 mg/dl at the time of the incident. The caller stated the pump was bolusing on its own. The caller stated they had several instances where boluses were delivered without the customer's input. Troubleshooting was not completed. The insulin pump will be returned for analysis.